Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 broken door latch assembly. Technical support- 1. Provided part number for their broken door latch assembly. 2. Also provided several other part numbers. 3. Customer will order through their internal process. 4. Ended call. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : no product returned.

Event description:
It was reported that a large volume pump module 8100 had a broken door latch assembly. Per case resolution; the part numbers were provided to the customer, the sear was most likely to have been the part broken, and the customer will order parts (door latch assembly) for replacement through their internal process. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a large volume pump module 8100 had a broken door latch assembly. No reported patient involvement. Case resolution; the part numbers were provided to the customer, the sear was most likely to have been the part broken, and the customer will order parts (door latch assembly) for replacement through their internal process.